Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic pain") in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain"), abdominal pain lower ("cramps"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (to remove essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, weight increased, abdominal pain lower, migraine, headache, nausea, vaginal discharge, fatigue, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, fatigue, headache, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "migraines, headaches, nausea, vaginal discharge, fatigue, hair loss, stomach pain" were added. Lot number was added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic pain") in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, adenomyosis, overweight and gastrointestinal hypomotility. Concomitant products included pantoprazole (protonix). In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced migraine ("migraines/headache"), headache ("headaches/migraines") and bacterial vaginosis ("bacterial vaginosis") with vaginal discharge. In 2015, the patient experienced weight increased ("weight gain"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal distension ("bloating"), abdominal pain lower ("cramps") and abdominal pain upper ("stomach pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy on date 06/04/2017). Essure was removed on 6-apr-2017. At the time of the report, the pelvic pain, weight increased, nausea, alopecia and bacterial vaginosis had resolved and the abdominal distension, abdominal pain lower, migraine, headache, fatigue and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, bacterial vaginosis, fatigue, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Current weight 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Ultrasound scan vagina - in april 2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Event added: bacterial vaginosis. Outcome of events pain, nausea, weight gain, hair loss and bacterial vaginosis was updated from unknown to recovered/ resolved. Concomitant disease, concomitant drug and treatment drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic pain") in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression and adenomyosis. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain"), abdominal pain lower ("cramps"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (to remove essure implant / bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal distension, weight increased, abdominal pain lower, migraine, headache, nausea, vaginal discharge, fatigue, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, fatigue, headache, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain') in an adult female patient who had essure (batch no. A27192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2013, essure procedure was performed per protocol, trailing coils: left: 3 right: 3. Previously administered products included for an unreported indication: mirena in 2007. Concurrent conditions included anxiety, depression, adenomyosis, overweight and gastrointestinal hypomotility. Concomitant products included proton pump inhibitors. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body aches"), arthralgia ("joint pain ") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced migraine ("migraines/headache"), headache ("headaches/migraines") and bacterial vaginosis ("bacterial vaginosis") with vaginal discharge. In 2015, the patient experienced abdominal distension ("bloating"), fatigue ("fatigue"), alopecia ("hair loss") and pain abdominal ("stomach pain/abdominal pain") and was found to have weight increased ("weight gain /gained 30 lbs"). On an unknown date, the patient experienced abdominal pain lower ("cramps"). The patient was treated with antibiotics and surgery (bilateral salpingectomy on date (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, nausea, alopecia and bacterial vaginosis had resolved and the abdominal distension, abdominal pain lower, migraine, headache, fatigue, pain abdominal, pain, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bacterial vaginosis, fatigue, headache, migraine, nausea, pain, pelvic pain, weight increased and pain abdominal to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had need for additional surgery. Current weight 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Ultrasound scan vagina - in (B)(6) 2013: results: total bilateral occlusion. Lot number:a27192. Manufacturing date:2012-07. Expiration date:2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain') in an adult female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2013, essure procedure was performed per protocol, trailing coils: left: 3 right: 3. Previously administered products included for an unreported indication: mirena in 2007. Concurrent conditions included anxiety, depression, adenomyosis, overweight and gastrointestinal hypomotility. Concomitant products included pantoprazole (protonix). In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body aches"), arthralgia ("joint pain ") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced migraine ("migraines/headache"), headache ("headaches/migraines") and bacterial vaginosis ("bacterial vaginosis") with vaginal discharge. In 2015, the patient experienced abdominal distension ("bloating"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain upper ("stomach pain/abdominal pain") and was found to have weight increased ("weight gain /gained 30 lbs"). On an unknown date, the patient experienced abdominal pain lower ("cramps"). The patient was treated with antibiotics and surgery (bilateral salpingectomy on date (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, nausea, alopecia and bacterial vaginosis had resolved and the abdominal distension, abdominal pain lower, migraine, headache, fatigue, abdominal pain upper, pain, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, bacterial vaginosis, fatigue, headache, migraine, nausea, pain, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Current weight 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Ultrasound scan vagina - in april 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event body aches, joint pain, abdominal pain were added. Event onset date, relevant history added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain") and abdominal pain lower ("cramps"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.